Manufacturer narrative:
(B)(4). Catalog number 06294101 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. A pneumoperitoneum is a complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The bumper was not well placed against the stomach wall and body fluids or air may have entered the abdomen. The patient was given unknown antibiotic infusion and required extended hospitalization. On an unknown date the patient went home.